Manufacturer narrative:
According to publication ¿performance of decellularized and non-decellularized cryopreserved pulmonary homografts used for the reconstruction of the right ventricular outflow tract in the ross procedure: a comparison¿. It is a retrospective review which compares synergraft® pulmonary valves (cryolife®, sgpv00) to standard processed cryopreserved pulmonary valves (unknown processor) used for the ross procedure. The manuscript covers implants from 2010 ¿ 2014, with the use of 26 sgpv. Hemodynamic function of both valves was acceptable and not statistically different. Additionally, one sgpv was reported to have stenosis due to structural valve degeneration that required a reoperation. This event is relegated to sgpv00 for stenosis. Multiple attempts for additional information have gone unmet. No additional information forthcoming. A review of the available information was performed. The publication by oeser et al., titled ¿performance of decellularized and non-decellularized cryopreserved pulmonary homografts used for the reconstruction of the right ventricular outflow tract in the ross procedure: a comparison¿. It is a retrospective review which compares synergraft® pulmonary valves (cryolife®, sgpv00) to standard processed cryopreserved pulmonary valves (unknown processor) used for the ross procedure. The manuscript covers implants from 2010 ¿ 2014, with the use of 26 sgpv. Hemodynamic function of both valves was acceptable and not statistically different. Additionally, one sgpv was reported to have stenosis due to structural valve degeneration that required a reoperation. This event is relegated to sgpv00 for stenosis. Multiple attempts for additional information have gone unmet. No additional information forthcoming. No additional information is available regarding the specific time to occurrence of any of the event or the relation to the use of the homograft. The cardiac homografts undergo inspection by the dissector as well as by the inspector prior to final packaging. The instructions for use (IFU) lists valvular and conduit stenosis and degeneration as known adverse events with the use of cardiac homografts and have been reported with other heart valve prostheses and should be considered in the decision of graft selection. Established treatment paradigms for any of these events may be reoperation. Due to the limited information, it cannot be determined if the reported event is directly related to the homograft. The adverse event reported in the publication is not an unexpected clinical outcome with the use homografts of this patient population. Adequate precautions are listed in the IFU. No actions are required at this time. The sg cryopreserved human tissue a/dfmea was reviewed. The reported event is addressed. The sg cryopreserved human tissue pfmea was reviewed. The reported tissue was not returned to artivion and no serial number was provided for an investigation. The report originated from a publication which spanned from 2010-2014. This complaint reports adverse event (ae) identified in literature and does not specify potential causes of failure. Due to the limited information and unknown time of events, it cannot be determined if the reported event is directly related to the allograft. As such, no risk occurrence analysis was performed in this report. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. No updates to the rmf are needed. Based on the available information, a definitive root cause for this event cannot be determined. If information is provided in the future, a supplemental report will be issued. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
According to publication ¿performance of decellularized and non-decellularized cryopreserved pulmonary homografts used for the reconstruction of the right ventricular outflow tract in the ross procedure: a comparison¿. It is a retrospective review which compares synergraft® pulmonary valves (cryolife®, sgpv00) to standard processed cryopreserved pulmonary valves (unknown processor) used for the ross procedure. The manuscript covers implants from 2010 ¿ 2014, with the use of 26 sgpv. Hemodynamic function of both valves was acceptable and not statistically different. Additionally, one sgpv was reported to have stenosis due to structural valve degeneration that required a reoperation. This investigation is relegated to sgpv00 for stenosis.